Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation, and leakage. The following information was provided by the client: the tubing broke during stem cell infusion creating loss of stem cell.

Manufacturer narrative:
The initial reporter also notified the FDA on june 2022. Medwatch report # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 41173e lot number 22039210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.